Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for decapping/loose cap was not observed as the photo shows a bd serum tube appearing to be properly assembled. Additionally, 29 retention samples from bd inventory were evaluated by functional stopper pullout testing and upon completion the indicated failure mode for decapping was observed. One (1) out of 29 retention samples failed the stopper pullout testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of decapping/loose cap. Bd has initiated further root cause investigation relating to the issue of loose caps through corrective and preventive actions. CAPA #(B)(4).

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was stopper creep out or loose closure. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "the lid is loose after opening. The lid is not tight."